Event description:
Pyrexia [pyrexia]. Arthralgia appeared only in the left knee [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) female pt, initials (B)(6) with gonarthrosis. The pts' medical history was significant for the use of admac (sodium hyaluronate) and suvenyl (purified sodium hyaluronate) for gonarthrosis. On (B)(6) 2011, the pt initiated synvisc (hylan g-f 20) 2 ml (1 syringe every 3 months) in both knees. The synvisc lot number was not provided. On (B)(6) 2011, second dose of synvisc was administered, and the visual analogue scale remained favourable at 0/10. On (B)(6) 2011, after third dose in the night the pt developed severe arthralgia and pyrexia and she was brought to the reporting physician's hospital. It was reported that arthralgia appeared only in the left knee and the right knee presented no pain. On an unspecified date, thirty cc of joint fluid was aspirated. The events were alleviated after administration of a nonsteroidal anti-inflammatory drug and bed rest. On an unspecified date, bacterial testing yielded negative results. On (B)(6) 2011, the events of arthralgia in the left knee and pyrexia recovered and the pt was discharged from the hosp. On (B)(6) 2011, the pt again visited the hosp, no pain was presented in the knees and synvisc was replaced with suvenyl (purified sodium hyaluronate) for both knees. Therapy with synvisc was discontinued. The outcome for the event of joint effusion was not provided. Concomitant medications were not provided. The intensity for the event of arthralgia in the left knee was assessed as severe and the intensity for other two events was not provided. The reporting physician assessed the relationship between synvisc and the events of arthralgia in the left knee and pyrexia as definitely related and did not provide the causality relationship for the event of joint effusion.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.